Event description:
Provider states when the end user is driving the chair it is grinding and clicking and veering to the left or right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.